Event description:
The device rendered a decision to shock and administered 200 joules to the patient. Whith the next analysis, a no shock advised decision was rendered by the device. With the next two analysis, the device rendered a shock advised decision to charge and initiated a defibrillator charge, reportelu, charge was aborted and a charge removed message was displayed. The patient was resuscitated.